Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, there was a baha attract to connect conversion because the patient was experiencing the magnet strength being either too weak or too strong.